Manufacturer narrative:
(B)(4). Initial reporter state: ni. Diabetes mellitus is a known cause of hypoglycemia. Health effect : clinical code : e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse reported that the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient experienced changes in speech and behavior, so the spouse called an ambulance. When emergency medical service (ems) arrived, the cgm was reading 68 mg/dl and the blood glucose reading was 36 mg/dl. The patient was treated with unspecified IV sugar water by ems and carbohydrates from the spouse. Ems monitored the patient for 2 hours and left until the patient's bg was steady. The patient was not transported to the emergency department. There was no documentation of further medical intervention. At the time of the report, the patient's condition was normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.